Event description:
In using an affected test strip related to an on-going field action for abbott's precision family test strips, the customer reported either longer blood fill time or readings issues. There was no report of death or serious injury.

Manufacturer narrative:
In using an affected test strip related to an on-going field action for abbott's precision family test strips, the customer reported either longer blood fill time or readings issues. There was no report of death or serious injury.